Event description:
Information received indicates that at the end of the case, a leak was noted above the suture collar component. During product removal, the distal tip detached. The component was retrieved from the aorta during the case with no patient complication reported. Hcp stated the device had not been clamped in the distal tip area during use.

Manufacturer narrative:
Analysis: device evaluation confirms the reason for return; the distal tip is damaged, as reported by the user. Returned product inspection shows the product is bloody and the device material is damaged approximately one inch from the distal tip and below the suture collar. Visual exam of the material edge shows one section that is torn with a jagged edge and another smaller area that appears cut. The inner spring wire wound component is uncoiled and measures approximately 8-inches in length. The slightly stretched wire did not fracture and connects the distal tip to the cannula body. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event. Findings from product evaluation confirm the reason for return; an exact cause has not been determined for the reported event.